Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 21 devices, for this device family and failure mode. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿pencil activated on its own during a procedure. Patient was not harmed, procedure was completed with a second pencil.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed with another plp2020 pencil causing a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, qty20, was being used during an unknown procedure on (B)(6) 23 when it was reported, ¿pencil activated on its own during a procedure. Patient was not harmed, procedure was completed with a second pencil.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed with another plp2020 pencil causing a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.